Event description:
On receiving notice of a therapeutic shock to the patient, kmts customer support called to follow up but was unable to reach the patient. They then called the patient's caregiver who answered the phone and said they will check on the patient, but then hung up shortly after. Customer support immediately contacted and dispatched ems and then followed up to verify that ems was on scene. Later, the patient's caregiver called back and left a voicemail. Customer care called the caregiver back again for more details and the patient's caregiver reported that the patient had another massive heart attack. The patient's caregiver performed CPR and so did the emt that arrived on the scene. They were unable to revive the patient who was still wearing the wcd at time of death.